Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. Device evaluation confirmed the reported condition of failure code 812:02. The root cause could not be determined and no repairs were performed as the referenced device has been removed from service. Review of the device event history determined that the reported condition occurred on (B)(4), 2010 and not the originally reported occurrence date of (B)(4), 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 812:02. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).